Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr resurfacing. Reason(s) for revision: pain, walking difficulty, fracture and loosening. Doi: (B)(6) 2007; dor: (B)(6) 2018; left hip.